Event description:
Event description boston scientific, crm received information that this right atrial (ra) lead was explanted due to a high impedance measurement of greater than 3,000 ohms. The lead was explanted and a new ra lead was then implanted without complication. No adverse patient effects were reported.